Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. Full checkout and function tests were performed. Machine voltages, pressures,pumps, pump occlusions and centrifuge, valves, control monitors, and red blood cell detectors were all verified to be within manufacturer specifications. Full functional checkout revealed no problems and the machine was released for use. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported a patient expired 3 hours after being disconnected from a therapeutic plasma exchange (tpe) procedure. At mid procedure, the patient had unstable vital signs and the medical director requested to end the procedure. The customer is not alleging any problem with the machine or disposable set. Per the customer (the rn), the patient's disease progression was the cause of death. The customer declined to provide patient's identifier and weight. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to patient death, although there is no alleged device involvement or malfunction.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Attempts to obtain the discharge record for the customer were not answered. Root cause: the disposable set was unavailable for return and analysis. The machine passed checkout with no problems found. Per the customer, the cause of the patient¿s death was due to the patient being critically ill (septic, hypotensive, and suffered a cardiac event).